Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac compass displayed invalid data. The right atrial (ra) lead also reported lead position check failed, undersensing and "not much pacing noted". The implantable pulse generator (ipg) and ra lead remain in use. No patient complications have been reported as a result of this event.